Manufacturer narrative:
(B)(4). All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibiting high out of range shock impedance measurements. The field representative has been contacted. The device remains in service. There were no adverse patient effects reported.